Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection due to swelling around the device. The technical service (ts) referred the patient to clinic to discuss weight monitoring options. There was no additional adverse patient effects were reported. This rv lead remains in service.